Event description:
A us distributor reported that a charger fails due to functional issue.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (fails due functional issue) was confirmed. Upon investigation the charger would not charge or recognize a battery. The cause for the failure was an internally shorted q202 component on the hotspot pca. The root cause shorted q202 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.